Event description:
During a clinic follow-up, the device was observed to be in backup mode (bvvi) due to a software related reset. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.